Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the customer reported a few water droplets were found in the barrel and they came out when the plunger rod was pushed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/14/2021. H.6. Investigation: customer returned (6) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 0286309. Customer states that a few water droplets were found in the barrel and they came out when we pushed the plunger rod. All returned syringes were tested and no liquid came of the barrels when the plunger rods were depressed. No issues were observed on the returned samples. The attached photos were also examined and exhibited a syringe with what appears to be a small amount of clear liquid in the barrel. A review of the device history record was completed for batch # 0286309 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the customer reported a few water droplets were found in the barrel and they came out when the plunger rod was pushed.